Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while harvesting the radial artery, the hemopro was activated and it was immediately noticed that the wire on the tip of the jaw glowed red and produced a significant amount of smoke in the tunnel. Upon removal of the device, no tone was being emitted and the toggle switch was not being activated; however, the hemopro device remained activated. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it remained activated. The handle of the device was opened to verify connections; under magnification. Contamination that is consistent with soldering flux was observed on the switch body, actuator and the lever of the micro switch. The contamination caused the micro switch actuator to remain in the "on" position. A visual inspection of the solder joints and micro switch terminals did not identify any nonconformities. Based upon the evaluation results, the reported complaint was confirmed. This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).